Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/17/2014 with the following findings: several inexplicable reboot events, which can be indicative of the type of issue that was reported, were observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power-issue was not duplicated. The pump case was removed, and no internal damage or defect was found. Unrelated to the reported power-issue, the battery compartment was found to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and that the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.